Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor was not connecting to the network and that they cannot see beds in interbed, nor can they ping this unit and that nothing is going to their emr, records system. The bme tested the port by adding and removing the device while looking at the light on the switch and saw it register activity. The bme replaced the cable in the room connected to this unit as well. The bme said that he was going to try other troubleshooting steps and if the issue is not resolved, he will call nk back and get this unit sent in for repair. No further information has been received from this bme. There was no harm reported. Investigation summary: customer reported that the device is not connecting to the network. Customer was unable to see the beds in interbed and is unable to ping this unit. No data is also going to the emr. Customer also verified that the ip, sub, and gateway are correct. Multiple attempts were made to collect further information from the customer; however, no response was received. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Device not connecting to the network may be caused by 1) network cable not connected properly, 2) network switch failure, 3) incorrect network settings, and 4) the monitor is not selected as a monitored bed on the central monitor or receiving device. Network related issues are often due to the network setup on the facility and not due to malfunction of the device. The available information does not suggest that the issue was due to a failure of the device. No corrective actions would be performed at this time.

Event description:
The biomedical engineer (bme) reported that the g9 monitor was not connecting to the network and that they cannot see beds in interbed, nor can they ping this unit and that nothing is going to their emr, records system. The bme tested the port by adding and removing the device while looking at the light on the switch and saw it register activity. The bme replaced the cable in the room connected to this unit as well. The bme said that he was going to try other troubleshooting steps and if the issue is not resolved, he will call nk back and get this unit sent in for repair. No further information has been received from this bme. There was no harm reported.

Event description:
The biomedical engineer (bme) reported that the g9 monitor was not connecting to the network and that they cannot see beds in interbed, nor can they ping this unit and that nothing is going to their emr, records system. The bme tested the port by adding and removing the device while looking at the light on the switch and saw it register activity. The bme replaced the cable in the room connected to this unit as well. The bme said that he was going to try other troubleshooting steps and if the issue is not resolved, he will call nk back and get this unit sent in for repair. No further information has been received from this bme. There was no harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor was not connecting to the network and that they cannot see beds in interbed, nor can they ping this unit and that nothing is going to their emr, records system. The bme tested the port by adding and removing the device while looking at the light on the switch and saw it register activity. The bme replaced the cable in the room connected to this unit as well. The bme said that he was going to try other troubleshooting steps and if the issue is not resolved, he will call nk back and get this unit sent in for repair. No further information has been received from this bme. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on (B)(6) 2022 emailed the customer via microsoft outlook for the above information. Attempt # 2: on (B)(6) 2022 emailed the customer via microsoft outlook for the above information. Attempt # 3: on (B)(6) 2022 emailed the customer via microsoft outlook for the above information.